Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 8 years due to regurgitation.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 8 years due to regurgitation. The patient presented with shortness of breath.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, e1 (contact), e3, g3, g6, h2, h6 (health effect - clinical code, type of investigation, investigation findings, investigation conclusions). Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hld. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.